Event description:
A customer reported an issue involving a continuous glucose monitor (cgm) error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on performing a pump reset, which successfully resolved the error. The customer was advised to wait 20 minutes before starting their sensor session, and they acknowledged understanding the instructions.